Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022, further described as "over the past month". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) homechoice automated pd sets with cassette had a had line crack. This was observed during priming of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) samples were received for evaluation with the lines cut off. A visual inspection was performed with the naked eye with no issues noted. Due to the condition of the samples, no functional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.